Event description:
The core impaction drill was sent in for eval because it was overheating and coming apart during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any procedure delay.

Manufacturer narrative:
Wide spread corrosion within the device was identified as the probable cause of the overheating reported.